Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1700009 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell off of the gun prior to firing. There was no patient injury.